Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v009814, implanted: (B)(6) 2006, product type: lead. Product ID: 3389s-40, lot# v009814, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that during surgery, the patient showed symptoms of internal capsule stimulation at 2.0v. The patient was in surgery for a scheduled implantable neurostimulator (ins) change for normal battery depletion. The procedure was normal and impedances were measured to be normal prior to and during the surgery. The right lead had been programmed to c-7 at 3.8v. At 2.0v, the patient experienced symptoms of internal capsule stimulation that was consistent on every contact of the lead. After the surgery, the lead was mapped and each contacted proved to create internal capsule stimulation. The patient was reprogrammed again in the outpatient setting in an attempt to return to efficacy. The electrode combination was charged to 7-, 6+ and the amplitude was increased to 3.8v. A revision surgery to reposition the lead was scheduled for (B)(6) 2016. The issue was not resolved at the time of this report. The patient's indication for use is parkinson's dual and movement disorders.